Event description:
It was reported to boston scientific corporation on october 27, 2008, that a prolieve thermodilatation system was used during a benign prostatic hyperplasia (bph) procedure performed in 2008. According to the complaint, during the procedure, it appeared the prolieve system's (rtm) temperature cycles are not exceeding thirty-seven and one-half degrees celsius. The physician successfully completed the procedure with this prolieve thermodilatation system. No pt complications were reported as a result of this event. The pt's condition was reported as "fine".

Manufacturer narrative:
The device has not been received for evaluation, therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental medwatch will be filed.